Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head; (B)(4).

Event description:
It was reported that the programmer/wand interface demonstrated intermittent telemetry. Follow-up determined that the programmer head had been changed out and the situation had not improved, and that pressing against the wand cable where it entered the programmer improved telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that there was intermittent telemetry. Analysis did find that the power cord door and the media bay door were broken, that the upper hinge plate was damaged, there was an upper hinge plate screw inside the display area and the display plug was missing and the device handle was missing. Product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer/wand interface demonstrated intermittent telemetry. Follow-up determined that the programmer head had been changed out and the situation had not improved, and that pressing against the wand cable where it entered the programmer improved telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.